Event description:
Device was reported as surgically replaced after an implantation period of (6) six months. Reportedly, the identified device was revised for loosening.

Manufacturer narrative:
Subsequent to submitting the original medwatch report the pt's operative record was received and freviewed and it was discovered that joint dislocation was also involved. Upon revision surgery the component was found to be loose. Follow-up report #1 is hereby being provided in response to FDA's request letter dated septeber 30, 1996. Section f of the foriginal med-watch report submission was filled out by themfr. Because the origin of the freported event was another co's clincian not a user facility or a distributer. Based on this blocks f1, f2, f3 f4, f54, f11 and f13 are marked na, as no user facility or distributeor was prt of the original report.